Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the physician experienced difficulty when removing the spring wire guide (swg). During removal the swg unraveled, but was removed intact. As a result, another kit was opened and used successfully for the pt. There was a delay in treatment with no pt harm. No pt death and no pt complications were reported. Add'l info received on (B)(6) 2011 from the sales rep stated, the swg was completely removed intact from the pt. The swg unraveled during the removal of the swg. Pt outcome was fine.